Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 95 and 148 mg/dl. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. Control solution test was performed and result was within range. No further information has been reported.